Event description:
It was reported that part of the unspecified bd¿ pen needle failed to dispense the full 1.2 units of insulin, and a second needle was needed to complete the application. However, part of the second needle was found broken off into the ampoule. The following information was provided by the initial reporter, translated from portuguese: "the customer report broken needle the person responsible went to administer the medicine on 08/30 at approximately 9:00 pm, as usual, she selected the dose of 1.2, and at the time of application the pen stuck at 1.0, she then removed the needle and at that moment she unlocked the pen, changed the needle and finished the application where she left off and finished the application, but she is not sure if the complete application was performed, and when she removed the second needle she verified that a piece of needle was left in the ampoule. She removed the needle and discarded it, and left the pen the way it was and put it in refrigeration. She didn't have batch and expiry data, as she was at work, and she didn't even have photos for us to register as evidence, so we didn't follow up with a bonus.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that part of the unspecified bd¿ pen needle failed to dispense the full 1.2 units of insulin, and a second needle was needed to complete the application. However, part of the second needle was found broken off into the ampoule. The following information was provided by the initial reporter, translated from portuguese: "the customer report broken needle the person responsible went to administer the medicine on 08/30 at approximately 9:00 pm, as usual, she selected the dose of 1.2, and at the time of application the pen stuck at 1.0, she then removed the needle and at that moment she unlocked the pen, changed the needle and finished the application where she left off and finished the application, but she is not sure if the complete application was performed, and when she removed the second needle she verified that a piece of needle was left in the ampoule. She removed the needle and discarded it, and left the pen the way it was and put it in refrigeration. She didn't have batch and expiry data, as she was at work, and she didn't even have photos for us to register as evidence, so we didn't follow up with a bonus.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that part of the unspecified bd¿ pen needle failed to dispense the full 1.2 units of insulin, and a second needle was needed to complete the application. However, part of the second needle was found broken off into the ampoule. The following information was provided by the initial reporter, translated from portuguese: "the customer reported broken needle. The person responsible went to administer the medicine on 08/30 at approximately 9:00 pm, as usual, she selected the dose of 1.2, and at the time of application the pen stuck at 1.0, she then removed the needle and at that moment she unlocked the pen, changed the needle and finished the application where she left off and finished the application, but she is not sure if the complete application was performed, and when she removed the second needle she verified that a piece of needle was left in the ampoule. She removed the needle and discarded it, and left the pen the way it was and put it in refrigeration. She didn't have batch and expiry data, as she was at work, and she didn't even have photos for us to register as evidence, so we didn't follow up with a bonus.